Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarmed a motor rate error and buttons are intermittent. No patient injury reported.

Manufacturer narrative:
Additional information received. Event date was updated from unknown to 26-dec-2022. Reported event occurred during patient use. No patient details provided. Event did not result in patient harm. No medical intervention required, new pump was placed. Outcome of the event include delay meds and new pump brought to patient.

Manufacturer narrative:
Other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed both tamper seals were broken and the right plunger case and bottom case were cracked. Review of the event history log showed an occurrence of "motor rate error." Functional testing included occlusion testing and the device was found to exhibit "motor rate error" during the test. A keypad test was also performed finding no issue with the keypad buttons. The investigation determined that a combination the worm coupling, worm gear, lead screw and both clutch halves not operating as intended was the cause of the reported issue. The components were replaced. Additionally, as a preventive measure, the keypad was also replaced. As the device is beyond a year from manufacture and with no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device has not been in for service previously.